Event description:
The customer reported system check failed with elevated washed percent coefficient of variation (%cv) involving the unicel dxc 600i synchron access clinical system. The customer performed routine weekly system maintenance and system check. The customer replaced the probes, primed and loaded new substrate, and repeated system check. The washed %cv was 91%. The customer then replaced a new set of aspirate probes, primed the system, and repeated system check but it continued to fail. The customer noted the peristaltic pump tubing was replaced eight weeks prior to the event. Quality control (qc) was within the acceptable range. There was no report of erroneous patient results. Patient care was not impacted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the mixer belt, pinch rollers and mixer pulleys and adjusted the mixer speed. The fse proactively replaced peristaltic pump tubing, substrate probe, and pipettor wash tower nozzle. The fse tightened the pipettor wash tower vacuum valve. The fse verified system performance by completing a successful system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the incident is attributed to the mixing system of the instrument. Beckman coulter continues to track and trend any incident related to this issue.